Manufacturer narrative:
There is no indication from all examinations and xrays of any issues with the nalu system or its placement. The patient perceived that symptoms were due to the nalu leads, although the symptoms did not manifest until several weeks after implant and resolved while the system was still implanted and being used. Suspect the upper extremity symptoms were due to other issues outside of the nalu system and related to patient's other pre-existing and ongoing medical issues.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat upper extremity pain, targeting the suprascapular nerve. The system was activated on (B)(6) 2024, however the patient ceased use of the system on (B)(6) 2024 due to an unexpected procedure for gallbladder that is unrelated to the are the nalu device is treating. Patient reports that upon reactivating the system on (B)(6) 2024 symptoms of numbness, tingling, and discoloration were noted in the affected arm as well as swelling of the entire extremity. Patient again stopped using the system and reported symptoms a nalu representative on (B)(6) 2024 and was advised at that time to follow up with the implanting physician. Patient was seen in the medical clinic by the physician assistant on (B)(6) 2024 and was using the nalu system at the time of the visit. Medical staff reported that the symptoms do not appear to be device related, however requested xrays and follow-up with physician to confirm. Xrays confirmed all implanted components appear to be in appropriate positions. Patient's symptoms improved and were resolved by (B)(6) 2024, however patient continued to report perception that the nalu system was the cause and requested to remove the system. A full system explant was performed on (B)(6) 2024 per the patient's request.